Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using a different wall adapter. Blood glucose was 67 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.

Event description:
It was reported that the customer received a power source alert. During trouble shooting with tandem technical support, the customer was able to successfully charge the pump by plugging the pump into a usb port on a computer. Blood glucose was 67 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.